Manufacturer narrative:
As of today, the medical device is not available for analysis. Therefore, the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device, as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed artefacts on the farfield channel, as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing with artifacts in far field channel was noted on this lead. This lead was partly capped still using the atrial channel connection and a new rv lead was added on (B)(6) 2018, approx. 42 months after the implantation. No adverse patient side effects were reported.